Event description:
It was reported that the procedure was to treat moderately calcified, moderately tortuous proximal left circumflex artery with 90% stenosis. A 2.50x15mm trek balloon dilatation catheter was advanced for pre-dilatation; however, ruptured at 8 atmospheres during the first inflation. Rotablation was preformed and a new 2.5x15mm trek balloon was used to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.